Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. Left femoral vein had excessive bleeding after dilator, and upon ds insertion. The vessel was noted to be tortuous and smaller than normal. However, these findings were reviewed by the physician and team prior to the procedure. There was no difficulty with initial access using micropuncture or with the 8.5f introducer sheath. The issue began after removal of the 33f dilator while the delivery system (ds) was being advanced over the wire. Once the ds was inserted, the vascular closure device was noted to be displaced or to have failed, possibly related to the dilator or ds. There was no difficulty advancing the dilator into the vessel, but difficulty was encountered with ds advancement, and progression was stopped due to bleeding. The physician attempted to address the closure device failure, including placement of a figure of eight suture. Manual pressure was applied to the groin during advancement and deployment. Deployment was completed without issue. However, bleeding required further management following ds removal, and a vascular surgeon was consulted to close vein. No issues were identified with the device. The perceived root cause was the patient's small, fragile vessel and failure of the vascular closure device closure. The delivery system was not considered contributory. The patient was discharged and reported to be doing well.